Event description:
Profound and permanent neurological injuries [nervous system disorder], neuropathy [neuropathy peripheral], excess zinc [blood zinc increased], profound and permanent injuries [injury], copper depletion [blood copper decreased], zinc poisoning [metal poisoning]. Case description: an attorney reported that her client, an adult female age (B)(6), used fixodent denture adhesive, form/version unknown as her product of choice as a denture wearer, unspecified total daily use, and reported the following, profound and permanent neurological injuries, diagnosed with neuropathy in (B)(6) 2009, diagnosed with excess zinc and resulting copper depletion in 2009, zinc poisoning, and profound and permanent physical injuries that have left her unable to perform her normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation. (Us) otc device.